Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the unit functioned per manufacturer's specifications. Based on technical support and the fsr's discussion on the reported issue, it is suspected that the cause of the piston stopping was due to the customer's use error with the device's settings.

Event description:
The customer reported that there was a "strange" noise and the piston stopped when the user was adjusting the mean airway pressure (map). The limit knob was overriding the adjust knob and the customer was targeting a low map of 13 with a bias flow of 20lpm. There was no patient injury/harm associated with this reported issue. The ventilator was removed from service and the patient was switched to another unit. The patient was bagged during the ventilator swap.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect components, 3100a patient circuits and bellows/watertraps, and evaluated the devices. An evaluation of the disposable parts in conjunction with a test 3100a ventilator did not duplicate the reported issue. The test unit passed the patient circuit calibration successfully and there were no unusual noises. The test unit and disposable parts operated without any faults.